Event description:
It was reported that the patient presented in clinic for a device check and pocket erosion was noted. The pocket erosion was not associated with any infection. The system was explanted. A new system was implanted on the right side. The patient was stable throughout.

Event description:
New information received notes the patient developed an infection also.

Manufacturer narrative:
Analysis was normal. No anomalies were found.